Manufacturer narrative:
Z-800wf pump 503096 went through RMA testing by intuvie. The complaint was missed air-in-line, during testing the air-in-line sensor alarmed when a one-inch air bubble ran through the pump. This is within manufacturing specifications.reported issue not confirmed.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2023, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that "pump 503096 didn't detect air the tubing when it was at the air-in-line sensor". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.